Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with pump error 4 followed by pump error 15 in the pump trace download, problem isolated to electronic board stack.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. Customer¿s blood glucose level was 7.8 mmol/l. Customer was able to clear the alarm and was able to complete rewind. Self-test was passed. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.